Event description:
Provider states one of the anti-tippers on the rear right side is bent. (Line 5) provider states the chair has physical damage by the airline. No further information was provided. Additional non-reportable complaint for this device; provider alleges one of the calf pad is torn on the rear left anti tipper.